Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05770. It was reported the patient experienced heating at the ipg site while recharging. A replacement charger was given to the patient and resolved the issue. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r, 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.